Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to detect when electrodes were connected to a patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.